Manufacturer narrative:
Sections with additional information as of 02-oct-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. H10: most likely underlying root cause: mlc-62: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Adverse event report is being submitted due to symptoms related to diabetes - excessive thirst and tension. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of tension and excessive thirst related to diabetes. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of e-5 fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 09/23/2021 and open vial date is 08/17/2020. The meter memory was not reviewed for previous test result history.